Event description:
It was reported after 46,224 joules and 10 minutes of use the fiber was firing from the tip instead of from the side. Green light was observed to be emitted from the tip. A second fiber was used to complete the procedure with no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection of the returned device identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge. This can result in forward firing. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited devitrification at output window and the was some significant charred detritus adhered to the metal cap. The fiber was tested with helium-neon laser fixture, and there were no signs of breakage along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. Due to the observed glass cap distal fracture, an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported after 46,224 joules and 10 minutes of use the fiber was firing from the tip instead of from the side. Green light was observed to be emitted from the tip. A second fiber was used to complete the procedure with no reported clinical consequence to the patient.

Event description:
It was reported after 46,224 joules and 10 minutes of use the fiber was firing from the tip instead of from the side. A second fiber was used to complete the procedure with no reported clinical consequence to the patient.